Manufacturer narrative:
(B)(4).

Event description:
It was reported during a bph procedure; "fiber firing out of tip" was noted. The case was completed using second fiber. Patient outcome: "not stated but case complete " was reported. No patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-529b-1280: the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits white crystalline like substance on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 76446. Time expended: 30 mins the fiber tip was not cleaned during the procedure was reported.